Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with non-sustained oversensing episodes. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. On (B)(6) 2017, the patient was brought into the clinic and the device was reprogrammed successfully. The patient was stable throughout the whole event.